Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation, gastrointestinal, and pelvic floor it was reported that about a year ago the ins stopped working, at which time the ins was explanted and replaced with a neurostimulator from a different manufacturer. The patient's reason for calling was to get listings of hcps who were familiar with interstim. The patient was considering getting interstim again, but they didn't have a managing hcp at the time of the call, and they were no longer in contact . The agent emailed physician listings to the patient.